Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor was bumped, came out of the customer's arm, and stopped functioning. The customer reported weak and lost signal alerts. The customer declined to troubleshoot. The customer also reported a past history of having to call paramedics to treat for low blood glucose levels. Customer stated was overcorrecting for a high which led to the blood glucose going low. The product was replaced, however nothing was returned for analysis.